Event description:
Clinic notes were received for this patient's generator replacement stating that the generator had 18-25% remaining. The clinic notes sated that the patient had "recent multiple seizures on same day, will add briviact 50mg bid and try to get vns replaced with model 106.¿ the clinic notes also state "recent seizures, battery low, consider replacement with 106." No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
This patient received a prophylactic generator replacement due to intensified follow-up indicator (ifi) = yes. It was reported that the generator was discarded after explant. No other relevant information has been received to date.